Event description:
It was reported that an asymptomatic patient presented in the emergency room after receiving a vibratory alert. Upon interrogation, an alert for low lead impedance was noted on the lv lead. The lead impedance had dropped from 780 ohms to 180 ohms. Subsequent measurements showed 780 ohms. No intervention has been done as the lead remains implanted. The patient was stable and will be seen by the following physician to discuss intervention options. No further information is available at this time.